Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an vascular surgeon in practice 17 years, who has used the reliant device for expansion of vascular prostheses 500 times in total, of those times it was used 65 times in the last 12 months. For the temporary occlusion of large vessels it was used 350 times in total, of those times it was used 40 times in the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts), the following complications were encountered; entry site infection (redness without need for surgery), entry site hematoma (surface haematoma without additional complications). It was reported that during the use of the reliant for the expansion of vascular prothesis, the physician also encountered aneurysm ruptures (inguinal hemorrhage, pseudoaneurysm). The physician found these event not at all concerning. None of these events were deemed to be related to the device itself. The physician found the entry site infection events not at all concerning, the entry site haematoma events not at all concerning. The entry site haematoma events were judged to be related to the device itself. During use of the reliant for temporary occlusion of large vessels, the following complications were encountered; entry site hematoma, (hematoma without obligation to operate). The physician found these events not at all concerning. These events were not deemed to be related to the device itself. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.